Event description:
When the device was used during a low anterior resection procedure, some of the staples misformed. The case was completed using sutures and a circular stapler. There was no pt consequence.